Event description:
It was reported that during procedure, the laser fiber wire burst and burned itself in half. The procedure was completed with another fiber and no report of patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported that during procedure, the laser fiber wire burst and burned itself in half. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the laser fiber wire burst and burned itself in half. The procedure was completed with another fiber and no patient complications were reported.